Event description:
Patient was originally plated (B)(6) 2013. Revision surgery was performed to remove plate due to patient pain and discomfort. No device deficiency is alleged. Plate was not returned for anaylsis.